Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant the patient experienced decreased heart rate, dizziness and shortness of breath following activity. X-ray confirmed the right ventricular (rv) lead had dislodged. High thresholds were also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.